Manufacturer narrative:
The patient reported a bent cannula with high blood glucose levels. Upon investigation the device was received with the soft cannula fully deployed and no evidence of blood. No damages or defects that would contribute to bleeding/bruising were observed. Fluid was observed above the plunger, leading to a failure of the fluid path. This can be confirmed as the cause of the reported failure to deliver insulin. No damages were observed to the reservoir sub-assembly. The exact cause of the fluid path failure could not be determined. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone15.4. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent as well as damaged. The patient reported that there was bleeding at the pod infusion site. As treatment, a new pod was applied.